Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. Tandem technical support helped customer with a pump reset. Reportedly, the pump successfully began charging.